Event description:
The product was applied in ER to a leg laceration caused by dropping a sewing machine on their leg. Product code and lot unknown. The pt states that the wound was closed. The pt returned to their pcp where the wound was repeatedly rinsed with saline and dressing applied. On the 6th day pt felt the wound did not look right, they went to an urgent care center where cultures were taken. The product has sloughed off the leg and pt is getting daily dressing changes, debridement, and IV antibiotics by a home health nurse. As of a week later the wound cultures were negative for any bacteria. Pt was currently on vancomycin for prophylaxis. Current condition of the pt is unknown.